Manufacturer narrative:
Sample received by us (B)(4) for investigation. The suprapubic urological catheter introducer has not been returned to femcare-nikomed for investigation. Investigation incomplete at time of this report. A follow-up report will be sent when investigation is completed. This event also reported by femcare-nikomed us distributor (B)(4).

Event description:
The event is reported: doctor tried to place catheter through the introducer and catheter wouldn't go. A piece broke off of the outer sheath and was lost through the abdominal fascia. The incision had to be extended in order to retrieve the missing piece. Additional information was requested: the surgeon was using a stylet in the catheter to get it to enter the bladder. When the tab broke off, the whole sheath or outer cannula was sucked into the abdomen and the existing once inch incision was made into a four inch incision in order to retrieve it. No reported patient injury. Patient current condition is fine.